Manufacturer narrative:
A manufacturing investigation was performed for the subject device (zero-p va implant 8mm height convex-sterile, part number 04.647.138s, lot number l212627). The subject device was returned to the manufacturer with the complaint condition stating: the complained zero-p va cage was forwarded to the responsible manufacturing site for evaluation. It was received disassembled in 2 components, peek component and titanium component. Both components were re-inspected for all the features pertinent to the complaint condition. Neither dimensional issue nor assembling issues were found. The conclusion of the product investigation is that the part is conforming from a manufacturing perspective. The article 04.647.138s was manufactured in november 2016 according to the specification. No ncrs were generated. Review of the device history record showed that there were no issues during the assembling of the product that would contribute to this complaint condition. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The exact root cause is unknown as no detailed information are available. The complaint relevant dimensions were checked and find to be within specifications. Based on this result we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. (B)(4). Device was not implanted or explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 29. Nov. 2016 expiry date: 01. Nov. 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during surgical procedure to implant the zero-profile variable angle (zero-p va) anterior cervical interbody fusion device on (B)(6) 2017, the peek implant separated from the plate portion of the device. Another zero-p va implant was available and was used to complete the procedure successfully with no delay and no harm to patient. This report is for one (1) zero-p va implant. This is report 1 of 1 for (B)(4).